Manufacturer narrative:
On august 20 2020 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 200cc silicone prosthesis experienced right sided rupture and left sided asymmetry issue post procedure. During patient exchange surgery doctor noticed her right implant was ruptured, and left side was lower and more lateral than right side. As a result, bilateral replacements was performed as follow: left replaced with cat#:3503504bc sn#:(B)(4), and right replaced with cat#: 3503504bc, and sn#: (B)(4), bilateral capsulotomies, and bilateral capsulorrhaphy was also performed on (B)(6) 2020. This report belongs to left prosthesis.